Manufacturer narrative:
An event of aortic regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, two images were submitted for analysis. Based solely on the aforementioned images, one leaflet appeared to have torn away from a stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 27mm trifecta valve was implanted in a (B)(6) patient. Following the initial valve replacement, the patient underwent a total knee replacement which became infected. The patient presented on an unknown date with severe aortic regurgitation which was initially considered related to endocarditis following an infected knee. On (B)(6) 2018, the 27mm trifecta valve was explanted and a 25mm edwards magna ease was implanted, along with a tricuspid valve repair using a 28mm physio ring. There were no findings consistent with active or remote endocarditis; however, the non-coronary cusp of the trifecta valve was observed detached from the commissure in a linear fashion. The patient is reported discharged and doing well.